Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with two prostyle devices using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via a 6f sheath. Reportedly, a first prostyle device was inserted & the footplate opened, but when the footplate was lightly pulled back against the inner vessel wall, bleeding did not stop; despite this, the device was deployed. Then, there was difficulty removing the device, it was noted that although the lever was fully closed, the footplate remained partially open. The device was manipulated and intervention was not required to remove the device. A second prostyle device was inserted & the footplate opened, but same as the first device, when the footplate was lightly pulled back against the inner vessel wall, bleeding did not stop. This device was not deployed, but there was difficulty during removal, and again it was noted that although the lever was fully closed, the footplate remained partially open. The device was manipulated and intervention was not required to remove the device. The evar procedure was completed using the same 6f sheath. After the procedure, physician opted to remove the preplaced prostyle suture and perform a surgical cutdown to achieve hemostasis. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure. In this procedure, two additional prostyle devices were used to close a separate access site, there were no issues with these devices. No additional information was provided.

Manufacturer narrative:
H6 - device code 2017 clarifier: failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to open or close the foot could not be confirmed as the returned device analysis verified the foot deployment and retraction functioned as expected. The reported difficulty removing the device and positioning problem could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the returned device analysis, a conclusive cause for the reported difficulty closing the foot could not be determined. Factors that may contribute to difficult to open foot and difficult to remove the device from the anatomy may include but, are not limited to tissue or suture caught in the foot. The reported difficulty removing the device appears to the be a symptom of the difficulty experienced closing the foot. The reported difficulty positioning the device to seize blood flow appears to be related to procedure circumstance. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6: medical device problem code 2017 was removed.